Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic pain"), abdominal pain ("abdominai pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, hormone level abnormal and headache outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, she received treatment for menorrhagia (heavy menstrual bleeding), perforation :fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review, it was confirmed that the case (B)(4) and (B)(4) are duplicates of each other. The case (B)(4) was marked for deletion. Nullification reason :- duplicate case is identified with f/u information. References:- legacy device report num- 2951250-2019-02151- (med watch 3500a MFR number). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, hormone level abnormal and headache outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, she received treatment for menorrhagia (heavy menstrual bleeding), perforation :fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), perforation :fallopian tubes, fatigue ,hormonal changes, she didn¿t went confirmation test, headaches added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.